Event description:
The pt had been using his cochlear implant since 1999. It was reported that the pt's hearing sensation got worse and worse over one week, until the device stopped working on (B)(6), 2011. Testing shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.